Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation following a fall. System diagnostics determined invalid impedances on the lead. As a result, surgical intervention is planned to address the issue. Device information is unknown at this time.